Event description:
It was reported that the patient presented in clinical follow-up. During analysis, it was noted that the right ventricular lead had caused perforation. The reported lead was explanted and replaced on (B)(6) 2022. The patient was discharged from hospital.